Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, the pt suffered a scleral burn. Five sutures were required to close the wound. Another handpiece was used to complete the procedure. Post-operatively, the pt is doing very well.